Manufacturer narrative:
The reported events were helix mechanism, high capture threshold and noise were confirmed. As received, a complete lead was returned in one piece with the helix found extended and clogged with dried blood/tissue. X-ray inspection found that the inner coil was over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies. Upon cleaning the helix and cutting the lead, torque was applied to the inner coil and the helix was able to be retracted and extended. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil. Electrical testing found internal shorting due to over torquing. Electrical testing did not find any indication of full conductor discontinuities. Only one filar of the inner coil was fractured due to procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high capture threshold measurements and oversensing of noise. The helix of the rv lead also failed to extend. The physician elected to replace the rv lead during the procedure. The patient was in stable condition throughout.